Event description:
It was reported that in (B)(6) 2012 the patient was suffering from back pain that radiated into her legs. Surgeon performed a transforaminal lumbar interbody discectomy and fusion and posterior spinal fusion and rhbmp-2/acs was implanted. The patient followed up with the surgeon, complaining of increased and new pain in her back and lower back. The surgeon recommended a second surgery based on the pain and her reports of weakness in her legs and feet following the first surgery. The surgeon informed the patient that her hardware had migrated and that revision surgery was necessary to replace and correct the hardware from the first surgery. On (B)(6) 2013, the surgeon performed a revision transforaminal lumbar interbody fusion on the left side as well as a placement of tlif cage on the left side and rhbmp-2/acs was also implanted. Following the surgeries, the patient had suffered increased pain and is no longer able to perform everyday tasks.

Manufacturer narrative:
(B)(4).